Event description:
It was reported that this pacemaker exhibited a gradual rise in pacing impedance measurements on the right ventricular (rv) lead. Possible causes were discussed. Far-field oversensing on the right atrial channel was also noted and reprograming efforts were discussed and recommended. No adverse patient effects were reported and no adverse patient effects were reported. Additional information was received indicating that the gradual rise in impedances reached high out of range measurements above 3000 ohms. It was also noted that a health care professional contacted technical services (ts) to program the device into magnetic resonance imaging (MRI) protection mode. Ts noted that due to the out of range impedance, the MRI would be against labeled indications. The health care professional opted to proceed programming MRI protection mode. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.